Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) with the multifiltratepro kit. The blood leak occurred from the prefilter pressure sensor. The reported issue was discovered approximately 9 hours and 30 minutes after treatment initiation. No alarms were received nor expected as the breakage of the pressure sensor was very small and therefore there was no significant loss of pressure of the prefilter sensor. No defect or damage to the product was noted. The patient's estimated blood loss (ebl) was not quantified. No serious injury or required medical intervention resulted from the reported issue. The blood within the circuit was returned to the patient. Treatment was restarted with a new circuit and successfully completed on the same machine without issue. The sample is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt) with the multifiltratepro kit. The blood leak occurred from the prefilter pressure sensor. The reported issue was discovered approximately 9hours and 30minutes after treatment initiation. No alarms were received nor expected as the breakage of the pressure sensor was very small and therefore there was no significant loss of pressure of the prefilter sensor. No defect or damage to the product was noted. The patient's estimated blood loss (ebl) was not quantified. No serious injury or required medical intervention resulted from the reported issue. The blood within the circuit was returned to the patient. Treatment was restarted with a new circuit and successfully completed on the same machine without issue. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a sample was not returned to the manufacturer for physical evaluation. Retained samples were available and used for testing. A visual inspection was completed to check for possible component defects, assembly failures, and overall conformity to product specification. A leakage test was completed under air/liquid pressure for assembly failure and leakage. No failure was detected within the retained samples. The reported issue is confirmed. Possible causes for the reported issue include but are not limited to a raw material issue with the pressure dome, a nonconforming assembly process, or an improper connection of the pressure dome. The cause of the reported issue could not be determined in the absence of the complaint sample. The batch records for this lot were also reviewed. 1200 units originated from this lot and it was confirmed that the batch record controls resulted with conformity.